Manufacturer narrative:
No product was returned for investigation. The complaint was confirmed. The root cause of the access site bleeding was not determined since product was not returned and insufficient clinical details provided. The introducer kit batch was 100% inspected.

Event description:
The complainant reported that upon introducer placement, it was determined that the existing stick was too low for implant of the impella cp. The introducer was removed and a bleed developed at the site. Blood products were transfused and a new site was accessed higher in the groin for impella implant using a 14fr long introducer.

Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. This file represents the introducer. The related manufacturer device report number 1220648-2025-45747 represents the pump.